Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated as the cause was determined by analyzing data provided by the user/third party; the reported issue was confirmed. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event in which the device was concurrently experiencing 2 issues: a cot drop and inadequate patient restraint. There was 1 event with patient involvement; no adverse consequences were reported.